Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported to the (B)(6) that a piece of a fetal spiral electrode was found in the infant's scalp (24 days after delivery). This is being considered a serious injury, as emergent care was needed to remove the piece of the spiral from the infant's scalp.

Manufacturer narrative:
There has been no response for additional information. The customer discarded the fetal spiral electrode assembly and the fragment was not made available for evaluation. After viewing a photo provided to the manufacturer, the reported issue is the possible result of over-torqueing of the spiral during attachment to the scalp, or turning in the clockwise (tightening) direction during removal of the spiral from the scalp. This would be considered to be incorrect use of the product (either during placement or removal).

Event description:
The customer reported to (B)(6) that a piece of a fetal spiral electrode was found in the infant's scalp (24 days after delivery). This is being considered a serious injury, as emergent care was needed to remove the piece of the spiral from the infant's scalp.